Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de had foreign matter. The following information was provided by the initial reporter: additional info: injection done by patient himself. Injection in leg. Patient suggests that there was contact with blood. Contamination realized after uses: confirmed. Impurities / red particles in the cap of the tip for insulin pen, tip was used, contamination was only discovered after use.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de had foreign matter. The following information was provided by the initial reporter: additional info: 1. Injection done by patient himself. 2. Injection in leg. Patient suggests that there was contact with blood. 3. Contamination realized after uses = confirmed. Impurities / red particles in the cap of the tip for insulin pen, tip was used, contamination was only discovered after use.

Manufacturer narrative:
H.6. Investigation: one photo of a 31g x 5mm pen needle carton along with a photo of an open pen needle cover were returned from lot. No. 0091889, cat. No. 320522. Visual examination of the returned photos was carried out and red marks on the cover were observed. No physical sample was returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo provided and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10.